Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into clinic after feeling tingling down the left arm. Upon interrogation, it was noted that the implantable cardioverter defibrillator had gone into back-up vvi mode. The cause of back-up was determined to be due to excessive telemetry between the device and merlin@home. The device was reset and reprogrammed to the patient's regular parameters. The patient was in good condition with no further issues.